Event description:
On x-ray at end of procedure, metal was noted to have been dislodged off asnis screw.

Event description:
On x-ray at end of procedure, metal was noted to have been dislodged off asnis screw.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report. (B)(4): device remains implanted.

Manufacturer narrative:
Evaluation summary: provided x-rays permitted to confirm the event that the screw broke. It can be clearly seen that the cortical of the bone is dense. A previous similar case of broken thread of asnis screw was reviewed ((B)(4)); a clinical assessment was given to our clinical expert who stated: during insertion of the asnis screw the thread has twisted and come unwound into the surrounding soft tissue. The tip of the asnis-screw is designed as a self cutting and self- tapping screw allowing for passing cancellous bone structure and its respective small compacta. But, the asnis screw is definitely not designed to pass dense cortical bone structure, as it is clearly visible in the intra operative fluoroscopy. Especially, when the screw is inserted in an oblique direction in relationship to the bone surface, there is a high risk that the sharp edges of the asnis screw tip snag in the dense bone resulting in twisting of the thread. For such a use pre drilling with the cannulated drill 2.7 mm ((B)(4)) and pre tapping with the cannulated tap ((B)(4)) would be mandatory prior to inserting an asnis screw 4.0 mm. Even with a tap made of hardened instrument steel and specially sharpened cutting edges it would be a challenge to pass the dense cortex in an oblique direction. Therefore, under such conditions it is borderline procedure to pass the cortex with a simple screw without pre tapping. The twisting of the thread in the dense bone has been nearly predictable in the given case. Without pre tapping, the self drilling/tapping design of the asnis screw is only applicable in cancellous bone and in thin compacta but never in dense solid cortex bone." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on previous clinical statement, this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation. If the device is returned or more detailed and relevant information becomes available the investigation report will be updated. Device not returned.